Event description:
It was reported that there was "incorrect placement" of the lead. Two days prior, the lead was "unknowingly positioned in the cs [coronary sinus] during the original implant." The cardiologist "reviewed the chest x-ray and lateral view" which confirmed placement of the lead in the cs. The patient was brought back to the operating room and the lead was repositioned without issue. The lead remains in use. No further complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.